Manufacturer narrative:
The following general additional information was provided by the cobo medical sas reporter regarding all ten reported complaints: cc-0053061-MFR 3012307300-2019-05691, cc-0053069-MFR 3012307300-2019-05692, cc-0053073-MFR 3012307300-2019-05693, cc-0053074-MFR 3012307300-2019-05694, cc-0053104-MFR 3012307300-2019-05560, cc-0053107-MFR 3012307300-2019-05543, cc-0053174-MFR 3012307300-2019-05544, cc-0053176-MFR 3012307300-2019-05545, cc-0053177-MFR 3012307300-2019-05547, cc-0053179-MFR 3012307300-2019-05548. The reporter stated "the shirt gets removed to adequately and appropriately clean the patient, when a shirt is removed it cannot be introduced again because the space is too small. In which it gets left out not due to patient safety since this kit has all the parts". They also stated a shirt was removed because "the patients had problems breathing as the bronchial pathway is very small." Furthermore, the reporter indicated that the event has led to an increase in "tracheitis" for their patients. Additionally, the reporter noted it was necessary to complete a tube change out "various times". However, they could not confirm how many occurrences this intervention was required. Therefore, all ten related files will be considered as a serious injury due to the reported adverse patient effects and required intervention.

Manufacturer narrative:
Report source: foreign country: (B)(6).

Event description:
Information was received that a smiths medical portex blue line ultra suctionaid percutaneous dilation tracheostomy kit with single stage dilator was in use with a patient at the hospital. The reporter stated the "tqt is very bland, skinny and with the small light is covered easily and requires removal of the shirt (sleeve)". It was also reported that the patient had "bad secretions, poor swallowing, and increased breathing patterns." No additional adverse patient effects were no additional adverse patient effects were reported.